Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly despite the attempt of multiple usb cables, wall adapters and power sources. The contact stated the pump usb port appears damaged. The customer¿s blood glucose was 108 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.